Event description:
There was no patient involved in this event. This device malfunctioned because the red status indicator is flashing and the device on/off button is intermittent.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2012 however the device appears to have been kept with the pad-pak removed as there are a number of random auto and manual self-tests throughout the history. On (B)(6) 2013 a number of manual power-ups which have had the pad-pak removed in order to shut the device down were recorded, this may indicate the start of the reported problem. Investigation confirmed a fault with the device membrane. Also when the device was disassembled for investigation there was a strong musty odour. Rust stains were evident on a paper sticker attached to the membrane tail. The presence of corrosion on the membrane would indicate that the device may have been stored in an adverse environment. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.